Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was getting progressively clumsy and their hands were not working the way they used to, and they alleged that the symptoms might be related to the dbs not working correctly. The patient did not know when they first noticed these symptoms. The patient denied having any falls or trauma prior to this event. The patient mentioned that they lift weights, go the gym, and walk a lot, but they confirmed that there was no significant change in their activity level prior to this event. For the last 2.5-3 days, the patient noticed that the left ins would read as fully charged every time they checked the battery level, but they expected the ins battery level to be lower since they had not charged it in 2.5-3 days. The patient stated that there was no issue with the right ins. Yesterday, the patient stated that they laid down and "turned the machine up to add voltage to the battery," which was when they felt a shock that went down the inside of their body. The patient then stated that they felt the shock "near the skin area," but not deep in their skin. The patient mentioned that the shock was not painful, and indicated that it was transient. Patient confirmed that therapy was turned on for each ins. The issue was not resolved.  Refer to manufacturer report 3004209178-2022-08737 for related device.